Event description:
During the coil embolization of the posterior communicating artery aneurysm, the patient experienced an embolic in an unknown location. The patient¿s condition worsened immediately after treatment related to an ischemic caused by the embolic event. The patient was discharged seven days after the procedure with severe ¿physical or mental disability¿. No further information is available.

Manufacturer narrative:
Anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Ischemia, thrombus, and disabilities are known and anticipated complications to these types of procedures and are listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.